Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system presented with poor aspiration during the phacoemulsification portion of a surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
System: the customer reported that the system had poor aspiration during the ultrasound phacoemulsification portion of a surgery. The surgery was completed. There was no patient harm. The company service representative examined the system and was unable to replicate the reported event. The phaco handpiece was replaced. The system was then tested and met all product specifications. The system was manufactured on august 4, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 6 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Phaco handpiece: the customer reported that the phaco handpiece had poor aspiration. The surgery was completed with another handpiece. There was no patient impact. The company service representative examined the system and was unable to replicate the reported event. The phaco handpiece was replaced. The system was then tested and met all product specifications. The phaco handpiece was manufactured on august 10, 2010. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received and a visual assessment of the returned sample showed a cut on the handpiece strain relief and a broken cable jacket at the junction of the cable and handpiece strain relief. However, this was determined to be unrelated to the reported event. The phaco handpiece was connected to a calibrated (B)(4) vision system for priming and tuning. The handpiece passed tune. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phaco and torsional power during test. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements to manufacturing specification. Functionally the handpiece passed all tests within stroke specifications. The handpiece also passed flow rate test. The phaco handpiece was found to functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).